Manufacturer narrative:
Report confirmed for the footed attachment. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the internal tube bearing was corroded; color band and markings were faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the motor collet and improper insertion of the tool. However, evaluation for the motor determined that there was no debris in the motor collet. Therefore the likely cause of this failure was identified as improper installation of the tool which resulted in the tip of the tool contacting the foot and over time cutting through it. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. ¿in addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 40 months with no record of factory service during this period.

Event description:
Repair request initiated for device with the report of "foot broke, unit broke, prior to surgery." It was reported that there was no patient impact. Repair request escalated to product event based on reason for return. On follow up, it was reported that the malfunction was identified while cutting bone flap on craniotomy on (B)(6) 2014. There was no delay in the procedure. It was confirmed there was no patient/staff impact. Initial reporter and patient information were also provided. Additional follow ¿ up was sent to re confirm event context and patient CT scan. It was reported that the attachment damaged was noticed after the cut for the flap was made. The pt went to CT as a standard procedure for this neuro surgeon.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the internal tube bearing was corroded; color band and markings were faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the motor collet and improper insertion of the tool. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. ¿in addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 40 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).